Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during catheter flush there was swelling under the patients skin along the catheter. Physician suspected a subcutaneous leak. Catheter was removed and an alleged fracture was noted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint for this lot number and issue to date. Investigation summary: one powerport MRI isp port with 8fr groshong catheter segment attached were returned for evaluation. A complete circumferential break was noted between the 16 and 17 cm depth markers. The break is typical of flexural fatigue, the break has a rounded section, oval shape, and a smooth surface over part of the break. Therefore, the investigation is confirmed for flex fatigue. The root cause of the flexural fatigue is likely routine use of the device. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 02/2018).

Event description:
It was reported that during catheter flush there was swelling under the patients skin along the catheter. Physician suspected a subcutaneous leak. Catheter was removed and an alleged fracture was noted. Catheter segment migrated to the patients heart. The catheter and port body were removed successfully. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the complainant on 8/16/2018 and the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during catheter flush there was swelling under the patients skin along the catheter. Physician suspected a subcutaneous leak. Catheter was removed and an alleged fracture was noted. Catheter segment migrated to the patients heart. The catheter and port body were removed successfully. There was no reported patient injury.